Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed as the entire screen becomes black and shows no images (blackout)-unable to restore. This issue was caused by the charger coupled device (ccd) chip being damaged. Additional findings were as follows: the image guide bundle had significant breakages, the distal end is shaved, the adhesive on bending section cover is detached, the connecting tube has a dent and due to wear of angle wire, bending angle in up direction does not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that the eves eus ultrasound bronchofibervideoscope had black dots in the image. The entire image screen becomes black and shows no images; unable to restore. There were no reports of patient harm associated with this event. The subject device was subsequently returned to olympus and evaluated. The evaluation found that the charged coupled device (ccd) was damaged. This damaged component was causing the image failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the charged coupled device was out of order. The event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.